Event description:
The customer reported the system freezes up. No pt injury was reported.

Manufacturer narrative:
The ge service rep could not duplicate reported problem. He noticed 5 volts on ffb was at 4.9. The rep adjusted volts to 5.2.4. System operates as intended.